Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported initial procedure was an emergent rupture; there was a type ia endoleak three days post initial implant; the secondary endovascular procedure for persistent type ia endoleak; and explant with open repair (bypass). Clinical evaluation also found that the patient expired two days post explant, nine days post initial implant. The most likely cause of the proximal loss of seal was the placement of the stent in an off-label neck anatomy, in combination with existing rupture (cautionary product use condition). The most likely cause of the persistent proximal loss of seal was the concomitant use with the product outside the IFU at the secondary endovascular procedure. Procedure related harms included ischemic colon; colon infarction, hypovolemic shock and death. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the index procedure was an emergent rupture case and the patient was off-label due to a short proximal neck. The aneurysm was successfully excluded at the conclusion of the index procedure. The 3 day follow-up CT showed the presence of a type ia endoleak. The physician re-intervened by performing a chimney technique (off-label) and placing two additional suprarenal extensions, successfully resolving the type ia endoleak. Five days after the re-intervention, another type ia endoleak was observed and the physician elected to explant the device. As of the date of this report, there have been no additional patient sequelae reported.